Event description:
During a c-section the surgeon inserted the catheter, then balloon was inflated at 7cc. After a while the catheter was not draining anymore though the bladder was full (300-400cc). Delay in getting the baby out and stress for the personnel. Catheter was not kinked. No medical intervention.